Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached a battery status of end of life (eol) after fewer than three months of implant duration resulting in reversion to storage mode. The patient reports receiving a recent colonoscopy. The ICD was explanted and replaced without further incident.